Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, patient was hospitalized with elevated blood glucose (bg) levels and diagnosed with diabetic ketoacidosis (dka). The patient was unable to check his bg levels because his personal diabetes manager (pdm) was displaying a communication error message. He tried using multiple test strips from different boxes, but he could not get the bg meter to work; the pdm continued to display a communication error. The patient did not have a backup bg meter to use, and therefore was unaware of what his bg levels were. Patient was feeling very ill and decided to go to the hospital. At the hospital, patient¿s bg levels had reached 30 mmol/l (541 mg/dl) and his ketones were measured as 7.6 mmol/l (137 mg/dl). As treatment at the hospital, the patient rehydrated and was given actrapid (fast-acting insulin). He spent one night in the hospital and released the following day.